Event description:
Healthcare professional reported "rupture and capsular contracture baker grade I-ii" confirmed via ultrasound. This record is for the right side. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Continued e1 phone number: (B)(6).

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - rupture: observed, broken assessed as fold flaw . - capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "rupture and capsular contracture baker grade I-ii" confirmed via ultrasound. This record is for the right side. The device has been explanted and replaced with a non-abbvie device.